Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that high-energy instruments (such as radiofrequency devices) were used without maintaining sufficient distance from the tip. The event is detectable and preventable by handling device in accordance with the following IFU. -instructions evis lucera gastrointestinal videoscope olympus gif type q260j operation manual chapter 3 preparation and inspection 3.2 inspection of the endoscope -chapter 4 operation 4.2 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burned plastic distal end cover. There was no patient involvement.